Event description:
It was reported that a spectrum pump had a failed flow rate. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional flow rate testing, the device did not deliver within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date received by MFR should have been 09/21/2022 in the initial MDR report and not 09/26/2022. Should additional relevant information become available, a supplemental report will be submitted.